Event description:
Olympus was notified via a medwatch report form that a pt sustained perforation while removing multiple polyps during the colonoscope procedure. Surgery was performed to reapir the perforated site.